Event description:
It was reported that during a laparoscopic anterior resection procedure the ancillary trocar got struck and was broken and half of the trocar got stuck inside the anvil shaft. The doctor was not able to use the product. No adverse patient consequences were reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that the device arrived in good visual condition and with half of the ancillary trocar lodged inside the anvil. The breakaway washer was present and uncut and the device was received fully loaded with staples. No functional test was performed due to the condition of the device. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.